Event description:
The pt stated that, after changing the insulin cartridge in her infusion device, the stop-warning failed to alert her that the infusion device remained in stop mode. Because she did not realize that her infusion device remained in stop mode, her blood glucose level increased to a value of 489 mg/dl. She reported her normal value to be 100 mg/dl. She stated that she did not feel well based on her elevated blood glucose, but she did not report specific symptoms. Once she realized that her infusion device had not delivered insulin and that her blood glucose was elevated, she returned her infusion device to run mode and delivered a bolus of insulin to correct her blood glucose level. During troubleshooting with a company representative, it was determined that the audible alarm signals were set properly. However, when the infusion device was placed in stop mode, the audible stop-warning was not observed. The pt did not provide information regarding the vibratory alarm. The pt did not require medical assistance form a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval and a replacement was shipped to the pt.